Manufacturer narrative:
The MFR is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the cardiologist that the patient was admitted back to hospital for increased lactate dehydrogenase (ldh) levels, dark colored urine and increased creatinine. Ramp studies were performed, inr is in therapeutic levels with no cause identified. The patient is currently on heparin gtt with no resolution. Tissue plasminogen activator is being considered. Additional information was received confirming that the patient underwent a pump exchange from one lvad to another lvad 16 days later.